Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection was performed, and a cut was observed on the pebax surface with reddish material inside. The device was connected to the carto 3 system, and no errors were observed. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31265651l, and no internal action related to the complaint was found during the review. The force issue reported by the customer was confirmed due to the foreign material inside the pebax. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The catheter instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. Make sure the irrigation holes are not plugged in prior to reinsertion. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch sf (stsf) for which biosense webster¿s product analysis lab (pal) identified a cut on the pebax surface with reddish material inside. Initially, it was reported that the stsf catheter icon was flickering, and the force vector was inverted on the carto 3 system. There were no errors present. The catheter was exchanged to resolve the issue and the case was continued. No adverse patient consequence was reported. The forces vector inverted issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 17-feb-2025, a cut was observed on the pebax surface with reddish material inside. This was assessed as MDR reportable with an awareness date of 17-feb-2025.